Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon did not pass the functional test performed due to pressure specifications. The balloon passed microscope and visual inspection and leakage testing. The cuff was visually inspected, and wear at a fold in the shell and scaling was found in the backing. The cuff was microscopically examined and had a hole from wear at a corner of a fold along the lateral edge of the cuff shell towards the adapter. The cuff had a leak along the lateral edge of the cuff shell towards the adapter. This investigation was assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the balloon did not pass the leakage test due to a tear from fatigue at the sphere adapter junction. There was no additional information provided.